Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent the orif surgery for humeral diaphyseal fractures by using the multiloc humeral nails system. Before the surgery, it was discovered that the handle part of the screwdriver had come off. The surgery was completed with another screwdriver without delay. There were no patient consequences. This complaint involves one (1) device. This report is for (1) screwdriver f/4.5mm ti multiloc screws/self-retain/330mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation site: zuchwil, selected flow: damage. Visual inspection: the received screwdriver f/multiloc is in a used condition. The investigation has shown that the welding seam between core shaft and cap is broken off. On the bottom surface of the cap are signs of misuse were visible. Drawing/specification review: the manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. The investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device. Summary: the complaint is confirmed as the welding seam between core shaft and cap is broken off. By the evidence that signs of misuse were found at the broken cap, we can conclude that the damage of the broken welding seam is a result of excessive force application as well as due to inadequate handling. By the evidence, that the device passed our final inspection before the device left the manufacturing site we confirm that the cause of failure is not due to any manufacturing non-conformance. The present article has shown that at the both parts (core shaft and cap) some residue of laser welding are visible which connected the parts as intended. During the investigation, no manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. The root cause was identified during the performed cq evaluation and therefore the in the investigation flow listed remaining investigation steps "dimensional inspection:" are not required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot part number: 03.019.025, lot number: 9914477, manufacturing site: haegendorf, release to warehouse date: july 29, 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate